Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision occurred on (B)(6) 2010 due to unknown reasons. A future revision procedure has been indicated due to pain. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, a revision occurred on (B)(6) 2010 due to unknown reasons. Patient underwent a custom triflange revision procedure on (B)(6) 2014 due to dislocation, unspecified complications of the screws and lack of bony ingrowth.